Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating a failed battery test on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that there was a black spot on the screen of the device. The caller stated that they will call back to troubleshoot the blank display issue.